Manufacturer narrative:
The marksman has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a cavernous carotid fistula (ccf) was developed during intervention. The patient was undergoing treatment for an aneurysm in the communicating segment. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU. It was reported that during the procedure, a navien 5f was placed successfully. Afterward, a marksman and avigo guide wire were placed across the aneurysm without issue. The flush line was connected to the microcatheter and a pipeline flex was selected. The pipeline flex was placed in the hemostatic valve to allow hydration. The pipeline flex was advanced through the marksman with noted difficulty. When the pipeline flex reached the distal end of the marksman, it was reported that several attempts were made to deploy the device without success. The pipeline flex was attempted to be retracted. In the process of removal, it was reported that "since on the part that lay outside the patient, the marksman broke freeing the flow diverter on the patient's surgical clothing." Afterward, a control angiogram was performed revealing a cavernous carotid fistula (ccf). It was reported that the ccf occurred due to the force implemented to remove the device. A new flow diversion device was placed to cover the ccf. The patient was reported to be asymptomatic, and extended hospitalization was not required.